Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized due to developing pain in the lower extremities shortly after the implant procedure. The implanting physician speculated a nerve may have been hit during the procedure. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief.